Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer's biomed reported via email that there were no abnormal findings on the fiber optic performance test. The biomed suspected the failure was caused by a faulty or damaged catheter set. The catheter set was not available for testing. The biomed was unable to reproduce the failure, however, he removed and replaced the fiber optic sensor (fos) lamp as a precaution. The iabp was returned to the department and cleared for clinical use.

Event description:
The nurse manager called because the intra-aortic balloon pump (iabp) showed an "a.p. Optical sensing module failure" alarm. The cardiac assist territory manager (catm) explained that the nurse manager can either get another pump or use an alternate arterial pressure (a.p.) Source, which she did. The patient's pressures were good and remained stable. The catm told the nurse manager that after the therapy was complete, she should remove that iabp and send it to the biomed.